Event description:
A female pt reported she experienced 'foggy' vision with scratchy, itchy sensation with pain, and redness after using revitalens ocutec with her (bio) infinity lenses. This was a new bottle of solution and a new pair of lenses. The initial symptoms began about 2-3 hours of lens wear. The following day, she opened a new pair of lenses, (did not use any multipurpose solution on them) and wore them for several hours. By evening, her eyes hurt so badly she sought medical treatment. In follow up with the doctor, it was learned that the pt had a corneal abrasion in the right eye. Vigamox was prescribed 1 drop four times a day. She was instructed to see her eye care professional if she was not better. The doctor could not say whether treatment was required to preclude permanent injury because she always prescribes an antibiotic for corneal abrasions and did not know if it would resolve on its own. She also indicated that she thought the pt had seen her eye care professional as she was still experiencing symptoms.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specs. Chemistry eval results of retained unit from the reported lot were within specs. Chemistry eval results of complaint unit from the reported lot were within specs. All pertinent info available to amo has been submitted. Should add'l info become available that changes the facts or conclusions, a supplemental report will be submitted.